Event description:
It was reported that the patient presented with syncopal episodes. It was noted that the right ventricular (rv) lead exhibited sensing integrity counter (sic). The patient will continue to be monitored and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.